Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced high blood glucose on (B)(6) 2020 with blood glucose of 400 mg/dl at the time of the incident. The customer did not mention how they treated. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer reported fluctuating blood glucose levels throughout the day. The customer used glucose tablets to treat the lows. Troubleshooting was not completed but the customer alleged the pump failed a high pressure test. The customer stated this was their fourth pump replacement this year. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No unexpected audio or vibrate alarm anomalies noted. No unexpected device test failed anomalies noted. No unexpected absence of occlusion alarm anomalies noted. (B)(4).